Event description:
Pt called lfs alleging that their one touch ultra meter "m" button would not operate. The "m" button is used to set up the meter, enter the meter memory, and turn the meter on and off. The pt reported that they were unable to test and had to use a different meter. Pt could not recall the type or the blood glucose result obtained. The pt did contact a medical professional for advice. No actions were taken following the attempted use of the meters. The pt did not have any symptoms at the time of concern. The customer service rep walked pt through reviewing and verifying the functionality of the button and the issue was not resolved. The meter was also reported to have had a date and time issue as a result of power loss. Pt reported that the meter had the wrong date and time. Due to the "m" button issue, the date and time issue could not be resolved. Due to unresolved issues, the meter was replaced. No evidence that the malfunction lead to an adverse event.